Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the circumflex (cx) artery with mild calcification and heavy tortuosity. A 0.014 guide wire was advanced. The copilot was used and had several exchanges with devices; however, a guideliner would not advance through the copilot. Another guideliner was attempted to advance but did not go through as well. A non-abbott hemostasis valve was used to successfully advance a guideliner. The dragonfly opstar imaging catheter was advanced and while trying to take images, the images were not good. The device was being removed under fluoroscopy when the imaging catheter had resistance with the 0.014 guide wire during removal. The devices were removed as a single unit and no rewiring or images taken were performed. At that point, the physician completed the procedure. There was no adverse patient effect. Although there was a delay in the procedure; there was no patient harm. No additional information was provided.

Manufacturer narrative:
Visual analysis and additional testing were performed on the returned device. The reported difficulty removing the catheter and poor imaging issue were unable to be confirmed due to returned condition of the device (dried contrast within the sheath) and the operational context of the reported issue. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined that the difficulty removing the catheter and poor imaging issue were due to operational context. The patient was reported to have heavy tortuosity, and the guidewire exit notch of the catheter was noted to be stretched; however, there were no other defects or anomalies which could be attributed as the cause of the reported difficulty to remove. The stretched guidewire exit notch is an effect of the difficulty to remove and not attributable as the cause. The optical fiber was noted to be broken, which is the cause for the reported poor imaging issue. It is likely that the patient anatomical condition caused the reported difficulty to remove and the poor imaging result. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d1 ¿ brand name: updated. D2a ¿ common device name: updated. D3 ¿ name, address 1, city, postal code: updated.